Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead were removed from service due to "strep verdans {sic} possible endocarditis." There was no allegation made against ICD or lead function. The removal date 3/15/96. The ICD and lead were returned to cpi for analysis on 10/9/96. This report was created because cpi's return product testing found foreign material within one of the ICD's lead ports.